Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ok and down buttons are not responding consistently to user input. There is no damage to the subject pump. There is no evidence of product misuse, moisture, or corrosion associated with the reported issue. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up # 1 date of submission 08/06/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2013 with the following findings: the keypad cover was intact with no visible damage. During testing, the contrast button was intermittently unresponsive and the down arrow keypad button was stuck and scrolling. The up arrow and down arrow keypad buttons could not be tested due to the down arrow keypad button scrolling. The keypad cover was removed and evidence of contamination was found under all key contacts. Unrelated to the complaint, the display screen was found to be dim. A test screen was installed and displayed normally. Additionally, the audio bolus button was unresponsive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.